Event description:
It was reported that the pump had a force sensor failure. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Top and bottom cases were in excellent condition. No visible contamination. The reported problem was duplicated during the power up process. Error history log review found a force sensor test error. The root cause of the reported issue was unable to determined. No external damage/contamination on plunger case, plunger cable, board or force sensor. Actions were taken to mitigate the reported issue: replaced plunger cable and sensor.